Manufacturer narrative:
Johnson & amp; johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & amp; johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & amp; johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & amp; johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected data: h5 - updated from no to yes. Product is single use. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, weight and ethnicity were not provided for reporting. This report is for (bab flexible fabric assorted 100 CT USA 381371150786 8137115078usa 8137115078usa). UDI #: (B)(4). Upc #: 381371150786, expiration date: na, lot #: 200801. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on august 1, 2020. (B)(4). This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 1000599868-2021-00006. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with band aid flexible fabric assorted. Consumer reported on (B)(6) 2021, consumer used product to treat a wound on her arm. On (B)(6) 2021, the had blistering and then it progressively got worse. Consumer reported that it is so very reddish-purple blistered. Consumer also reported having sensitive skin but has never had this kind of reaction to a band-aid before. The consumer used total of two band-aids and her skin was very itchy. Consumer sought medical attention and was prescribed steroid cream by a health care professional for treatment. The consumer is still experiencing her symptoms. This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 1000599868-2021-00006. The same patient is represented in each medwatch.